Event description:
It was reported that during a lead revision procedure on (B)(6) 2023 [related manufacturer reference number:1627487-2023-05326 and 1627487-2023-05327], a portion of the t12 lead was unable to be removed and remains implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.